Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("piece of the device that had embedded in her uterus"), pelvic pain ("pelvic pain") and embedded device ("device had embedded in her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and back pain ("chronic back pain"). The patient was treated with surgery (in 2012 underwent a salpingectomy) and surgery (in (B)(6) 2015, a total hysterectomy was performed). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, embedded device, menorrhagia and back pain outcome was unknown. The reporter considered back pain, device breakage, embedded device, menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2010 , hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("piece of the device that had embedded in her uterus"), embedded device ("device had embedded in her uterus"), uterine perforation ("perforation (uterus)"), fallopian tube abscess ("abscesses of fallopian tube"), pelvic pain ("pelvic pain/ pain") and autoimmune thyroiditis ("hashimoto's thyroiditis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included asthma. Concomitant products included salbutamol (albuterol) for asthma, topiramate (topomax) for migraine as well as budesonide w/formoterol fumarate (symbicort) since 2011. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage, embedded device, uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube abscess and autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (hysterectomy with salpingectomy (one side removal of fallopian tube)). Essure was removed in (B)(6) 2012. At the time of the report, the device breakage, embedded device, uterine perforation, fallopian tube abscess, pelvic pain, autoimmune thyroiditis, menorrhagia, back pain, vaginal haemorrhage, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroiditis, back pain, device breakage, dyspareunia, embedded device, fallopian tube abscess, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: removal date mentioned as (B)(6) 2015. Diagnostic results: on (B)(6) 2010 , hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2009, diagnostic imaging with dye- it appeared procedure had been effective in 2009. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history,concurrent condition were added. Events uterine perforation, fallopian tube abscess, autoimmune thyroiditis, menorrhagia, back pain, vaginal haemorrhage, abdominal pain, abdominal pain lower, dyspareunia were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("piece of the device that had embedded in her uterus"), embedded device ("device had embedded in her uterus"), uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain/ pain"), fallopian tube abscess ("abscesses of fallopian tube") and autoimmune thyroiditis ("hashimoto's thyroiditis") in a 36-year-old female patient who had essure (batch no. 654443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, factor v leiden heterozygote, ectopic pregnancy termination, hyperemesis and kidney stones. She also has a significant history of asthma, however, does not really have any dyspnea on exertion. Concurrent conditions included asthma, stress urinary incontinence (particularly with physical activity) since (B)(6) 2015, urine volume increased since (B)(6) 2015, presyncope (with physical exertion.) Since (B)(6) 2015, menses irregular since (B)(6) 2015, vitamin d deficiency since (B)(6) 2015, paratubal cyst since (B)(6) 2015, stress since (B)(6) 2015, incontinence since (B)(6) 2015, cystocele since (B)(6) 2015, anal sphincter repair since (B)(6) 2015, pneumothorax since (B)(6) 2014, fatigue since (B)(6) 2014, hair loss since (B)(6) 2014, headache since (B)(6) 2014, multinodular goiter since (B)(6) 2014 and allergic reaction to antibiotics. Concomitant products included salbutamol (albuterol) for asthma, topiramate (topomax) for migraine as well as budesonide w/formoterol fumarate (symbicort) since 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder problem"). In (B)(6) 2009, the patient experienced dyspareunia ("pain with intercourse"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and infection ("infection nos"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube abscess (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and urinary tract disorder ("urinary tract problem"). The patient was treated with surgery (hysterectomy with salpingectomy (one side removal of fallopian tube) right salpingectomy), surgery (hysterectomy with salpingectomy (one side removal of fallopian tube) right salpingectomy), surgery (hysterectomy with salpingectomy (one side removal of fallopian tube) right salpingectomy) and surgery (hysterectomy with salpingectomy (one side removal of fallopian tube) right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, uterine perforation, fallopian tube abscess, autoimmune thyroiditis and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia, back pain, vaginal haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, bladder disorder, urinary tract disorder and infection had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroiditis, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube abscess, infection, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: removal date mentioned as (B)(6) 2015 start date was changed from (B)(6) 2009. Procedure: the right ostia was approached, and the device was placed without difficulty. The left ostia was identified, but no essure was placed as she is status post left salpingectomy secondary to ectopic removal date was changed from (B)(6) 2012 and (B)(6) l2015 to (B)(6) 2015. Remove procedure: hybrid percutaneous sils total laparoscopic hysterectomy, right salpingectomy,laparoscopic uterosacral colpopexy, tvt exact, anterior colporrhaphy, umbilical hernia repair, cystoscopy. Findings: she had stage 2 uterovaginal prolapsev which was primarily anterior prolapse. Weak pubocervical fascia consistent with someone who has pelvic floor disorder, urinary incontinence. Entry inthe umbilicus revealed a 1.5 cm umbilical hernia. Retroperitoneal adipose tissue was herniated through the enlarged umbilical ring. Laparoscopically she had a normal size uterus and upper abdomen, normal right tube and ovaries. Left tube surgically absent. No pelvic adhesions diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes on (B)(6) 2010 , hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2009, diagnostic imaging with dye- it appeared procedure had been effective in 2009 on (B)(6) 2015, planned procedure: tvt sling (interpreted as tension free vaginal tape). It was reported that past surgical history: she had a vein stripping in her left lower extremity secondary to persistent swelling. Allergies: the patient has multiple allergies, but they include ees (interpreted as erythromycin ethylsuccinate). On (B)(6) 2015., final pathologic diagnosis: uterus with cervix and right fallopian tube, total laparoscopic hysterectomy and right salpingectomy: cervix: benign squamous mucosa and endocervical glands, right fallopian tube: benign paratubal cyst. Patient had incompetence or weakening of pubocervical tissue. Gross description: uterus, cervix, right tube: right/left ovary: the bilateral ovaries are absent. Right/left fallopian tubes: the left fallopian tube is absent. The right fallopian tube is 3 cm long x 0.8 cm in diameter with a free-floating fimbriated end. There is a single, 1.5 cm, greatest dimension, peritubal cyst hysterosalpingogram: clinical history: status post left salpingectomy, status post hysteroscopic tubal ligation on (B)(6) 2009 the uterus appears unremarkable. The left fallopian tube is visualized for a distance of 21 mm, at which point there is a blind end consistent with prior tubal ligation. On the right,.the microinsert is within the right fallopian tube. The proximal end of the outer coil is 3 mm beyond the tubocornual junction. The proximal end of the inner coil is 9 mm beyond the tubocornual junction. No contrast is visualized within the proximal portion of the right fallopian tube up to the outer coil. Impression: status post left salpingectomy. Right-sided essure microinsert in satisfactory position,. The right fallopian tube appears occluded radiographically. Note that despite radiographic evidence for tubal occlusion, there is a failure rate of less than 1%. Most recent follow-up information incorporated above includes: on 18-jul-2018: new pfs + mr received - new events added: bladder or urinary problems or changes, infection and dysmenorrhea (cramping)were added. Outcomes of abnormal bleeding, pain, cramping, bladder problem, dyspareunia, infection from unknown to recovered/resolved were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("piece of the device that had embedded in her uterus"), embedded device ("device had embedded in her uterus"), uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain/ pain"), fallopian tube abscess ("abscesses of fallopian tube") and autoimmune thyroiditis ("hashimoto's thyroiditis") in an adult female patient who had essure (batch no. 654443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, factor v leiden heterozygote and ectopic pregnancy termination. She also has a significant history of asthma, however, does not really have any dyspnea on exertion. Concurrent conditions included asthma, stress urinary incontinence (particularly with physical activity) since (B)(6) 2015, urine volume increased since (B)(6) 2015, presyncope (with physical exertion.) Since (B)(6) 2015, menses irregular since (B)(6) 2015, vitamin d deficiency since (B)(6) -2015, paratubal cyst since (B)(6) 2015, stress since (B)(6) 2015, incontinence since (B)(6) 2015, cystocele since (B)(6) 2015, dysmenorrhea since (B)(6) 2015, anal sphincter repair since (B)(6) 2015, pneumothorax since (B)(6) 2014, fatigue since (B)(6) 2014, hair loss since (B)(6) 2014, headache since (B)(6) 2014, multinodular goiter since (B)(6) 2014 and drug allergy. Concomitant products included salbutamol (albuterol) for asthma, topiramate (topomax) for migraine as well as budesonide w/formoterol fumarate (symbicort) since 2011. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube abscess (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (hysterectomy with salpingectomy (one side removal of fallopian tube) right salpingectomy), surgery (hysterectomy with salpingectomy (one side removal of fallopian tube) right salpingectomy),. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, uterine perforation, pelvic pain, fallopian tube abscess, autoimmune thyroiditis, menorrhagia, back pain, vaginal haemorrhage, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroiditis, back pain, device breakage, dyspareunia, embedded device, fallopian tube abscess, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: removal date mentioned as (B)(6) 2015. Start date was changed from (B)(6) 2009. Procedure: the right ostia was approached, and the device was placed without difficulty. The left ostia was identified, but no essure was placed as she is status post left salpingectomy secondary to ectopic removal date was changed from (B)(6) 2012 and (B)(6) 2015 to (B)(6) 2015. Remove procedure: hybrid percutaneous sils total laparoscopic hysterectomy, right salpingectomy,laparoscopic uterosacral colpopexy, tvt exact, anterior colporrhaphy, umbilical hernia repair, cystoscopy. Findings: she had stage 2 uterovaginal prolapsev which was primarily anterior prolapse. Weak pubocervical fascia consistent with someone who has pelvic floor disorder, urinary incontinence. Entry inthe umbilicus revealed a 1.5 cm umbilical hernia. Retroperitoneal adipose tissue was herniated through the enlarged umbilical ring. Laparoscopically she had a normal size uterus and upper abdomen, normal right tube and ovaries. Left tube surgically absent. No pelvic adhesions diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes . On (B)(6) 2010 , hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2009, diagnostic imaging with dye- it appeared procedure had been effective in 2009 on (B)(6) 2015, planned procedure: tvt sling (interpreted as tension free vaginal tape). It was reported that past surgical history: she had a vein stripping in her left lower extremity secondary to persistent swelling. Allergies: the patient has multiple allergies, but they include ees (interpreted as erythromycin ethylsuccinate). On (B)(6) 2015., final pathologic diagnosis: uterus with cervix and right fallopian tube, total laparoscopic hysterectomy and right salpingectomy: cervix: benign squamous mucosa and endocervical glands, right fallopian tube: benign paratubal cyst. Patient had incompetence or weakening of pubocervical tissue. Gross description: uterus, cervix, right tube: right/left ovary: the bilateral ovaries are absent. Right/left fallopian tubes: the left fallopian tube is absent. The right fallopian tube is 3 cm long x 0.8 cm in diameter with a free-floating fimbriated end. There is a single, 1.5 cm, greatest dimension, peritubal cyst hysterosalpingogram: clinical history: status post left salpingectomy, status post hysteroscopic tubal ligation on (B)(6) 2009. The uterus appears unremarkable. The left fallopian tube is visualized for a distance of 21 mm, at which point there is a blind end consistent with prior tubal ligation. On the right,.the microinsert is within the right fallopian tube. The proximal end of the outer coil is 3 mm beyond the tubocornual junction. The proximal end of the inner coil is 9 mm beyond the tubocornual junction. No contrast is visualized within the proximal portion of the right fallopian tube up to the outer coil. Impression: status post left salpingectomy. Right-sided essure microinsert in satisfactory position,.the right fallopian tube appears occluded radiographically. Note that despite radiographic evidence for tubal occlusion, there is a failure rate of less than 1%. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: reporters were added. Case became medically confirmed . Patient¿s historical condition, concomitant disease and unstructured relevant tests were added.essure lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of the device that had embedded in her uterus'), embedded device ('device had embedded in her uterus'), uterine perforation ('perforation (uterus)'), pelvic pain ('pelvic pain/ pain'), fallopian tube abscess ('abscesses of fallopian tube') and autoimmune thyroiditis ('hashimoto's thyroiditis') in a 36-year-old female patient who had essure (batch no. 654443-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, factor v leiden heterozygote, ectopic pregnancy termination, hyperemesis and kidney stones. She also has a significant history of asthma, however, does not really have any dyspnea on exertion. On (B)(6) 2010 , hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2009, diagnostic imaging with dye- it appeared procedure had been effective in 2009 on (B)(6) 2015, planned procedure: tvt sling (interpreted as tension free vaginal tape). It was reported that past surgical history: she had a vein stripping in her left lower extremity secondary to persistent swelling. Allergies: the patient has multiple allergies, but they include ees (interpreted as erythromycin ethylsuccinate). On 09jul2015., final pathologic diagnosis: uterus with cervix and right fallopian tube, total laparoscopic hysterectomy and right salpingectomy: cervix: benign squamous mucosa and endocervical glands, right fallopian tube: benign paratubal cyst. Patient had incompetence or weakening of pubocervical tissue. Gross description: uterus, cervix, right tube: right/left ovary: the bilateral ovaries are absent. Right/left fallopian tubes: the left fallopian tube is absent. The right fallopian tube is 3 cm long x 0.8 cm in diameter with a free-floating fimbriated end. There is a single, 1.5 cm, greatest dimension, peritubal cyst hysterosalpingogram: clinical history: status post left salpingectomy, status post hysteroscopic tubal ligation on 15oct2009 the uterus appears unremarkable. The left fallopian tube is visualized for a distance of 21 mm, at which point there is a blind end consistent with prior tubal ligation. On the right,.the microinsert is within the right fallopian tube. The proximal end of the outer coil is 3 mm beyond the tubocornual junction. The proximal end of the inner coil is 9 mm beyond the tubocornual junction. No contrast is visualized within the proximal portion of the right fallopian tube up to the outer coil. Impression: status post left salpingectomy. Right-sided essure microinsert in satisfactory position,. The right fallopian tube appears occluded radiographically. Note that despite radiographic evidence for tubal occlusion, there is a failure rate of less than 1%. Concurrent conditions included stress urinary incontinence (particularly with physical activity) since (B)(6) 2015, urine volume increased since (B)(6) 2015, presyncope (with physical exertion.) Since (B)(6) 2015, menses irregular since (B)(6) 2015, vitamin d deficiency since (B)(6) 2015, paratubal cyst since(B)(6) 2015, stress since (B)(6) 2015, incontinence since (B)(6) 2015, cystocele since (b)96) 2015, anal sphincter repair since (B)(6) 2015, fatigue since (B)(6) 2014, hair loss since (B)(6) 2014, headache since (B)(6) 2014, multinodular goiter since (B)(6) 2014, pneumothorax since 25-apr-2014, asthma and allergic reaction to antibiotics. Concomitant products included salbutamol (albuterol) for asthma, topiramate for migraine as well as budesonide;formoterol fumarate (symbicort) since 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder problem"). In (B)(6) 2009, the patient experienced dyspareunia ("pain with intercourse"). In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In(B)(6)2011, the patient experienced heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and infection ("infection nos"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube abscess (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and urinary tract disorder ("urinary tract problem"). The patient was treated with surgery (hysterectomy with salpingectomy (one side removal of fallopian tube) right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, uterine perforation, fallopian tube abscess, autoimmune thyroiditis and dysmenorrhoea outcome was unknown and the pelvic pain, heavy menstrual bleeding, back pain, vaginal haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, bladder disorder, urinary tract disorder and infection had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroiditis, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube abscess, heavy menstrual bleeding, infection, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: removal date mentioned as (B)(6) 2015 start date was changed from 15-oct-2009 to sep2009. Insertion details-the right ostia was approached, and the device was placed without difficulty. The left ostia was identified, but no essure was placed as she is status post left salpingectomy secondary to ectopic procedure: the right ostia was approached, and the device was placed without difficulty. The left ostia was identified, but no essure was placed as she is status post left salpingectomy secondary to ectopic removal date was changed from (B)(6) 2012 and (B)(6) 2015 to (B)(6) 2015. Remove procedure: hybrid percutaneous sils total laparoscopic hysterectomy, right salpingectomy,laparoscopic uterosacral colpopexy, tvt exact, anterior colporrhaphy, umbilical hernia repair, cystoscopy. Findings: she had stage 2 uterovaginal prolapsev which was primarily anterior prolapse. Weak pubocervical fascia consistent with someone who has pelvic floor disorder, urinary incontinence. Entry inthe umbilicus revealed a 1.5 cm umbilical hernia. Retroperitoneal adipose tissue was herniated through the enlarged umbilical ring. Laparoscopically she had a normal size uterus and upper abdomen, normal right tube and ovaries. Left tube surgically absent. No pelvic adhesions diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-jan-2010: results: full occlusion of both tubes. Lot number reported 654443 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of the device that had embedded in her uterus'), embedded device ('device had embedded in her uterus'), uterine perforation ('perforation (uterus)'), pelvic pain ('pelvic pain/ pain'), fallopian tube abscess ('abscesses of fallopian tube') and autoimmune thyroiditis ('hashimoto's thyroiditis') in a 36-year-old female patient who had essure (batch no. 654443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, factor v leiden heterozygote, ectopic pregnancy termination, hyperemesis and kidney stones. She also has a significant history of asthma, however, does not really have any dyspnea on exertion. Concurrent conditions included stress urinary incontinence (particularly with physical activity) since (B)(6) 2015, urine volume increased since (B)(6) 2015, presyncope (with physical exertion.) Since (B)(6) 2015, menses irregular since (B)(6) 2015, vitamin d deficiency since (B)(6) 2015, paratubal cyst since (B)(6) 2015, stress since (B)(6) 2015, incontinence since (B)(6) 2015, cystocele since (B)(6) 2015, anal sphincter repair since (B)(6) 2015, fatigue since (B)(6) 2014, hair loss since (B)(6) 2014, headache since (B)(6) 2014, multinodular goiter since (B)(6) 2014, pneumothorax since (B)(6) 2014, asthma and allergic reaction to antibiotics. Concomitant products included salbutamol (albuterol) for asthma, topiramate for migraine as well as budesonide;formoterol fumarate (symbicort) since 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder problem"). In (B)(6) 2009, the patient experienced dyspareunia ("pain with intercourse"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and infection ("infection nos"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube abscess (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and urinary tract disorder ("urinary tract problem"). The patient was treated with surgery (hysterectomy with salpingectomy (one side removal of fallopian tube) right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, uterine perforation, fallopian tube abscess, autoimmune thyroiditis and dysmenorrhoea outcome was unknown and the pelvic pain, heavy menstrual bleeding, back pain, vaginal haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, bladder disorder, urinary tract disorder and infection had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroiditis, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube abscess, heavy menstrual bleeding, infection, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: removal date mentioned as (B)(6) 2015 start date was changed from (B)(6) 2009 to (B)(6) 2009. Insertion details-the right ostia was approached, and the device was placed without difficulty. The left ostia was identified, but no essure was placed as she is status post left salpingectomy secondary to ectopic. Procedure: the right ostia was approached, and the device was placed without difficulty. The left ostia was identified, but no essure was placed as she is status post left salpingectomy secondary to ectopic. Removal date was changed from (B)(6) 2012 and (B)(6) 2015 to (B)(6) 2015. Remove procedure: hybrid percutaneous sils total laparoscopic hysterectomy, right salpingectomy,laparoscopic uterosacral colpopexy, tvt exact, anterior colporrhaphy, umbilical hernia repair, cystoscopy. Findings: she had stage 2 uterovaginal prolapsev which was primarily anterior prolapse. Weak pubocervical fascia consistent with someone who has pelvic floor disorder, urinary incontinence. Entry inthe umbilicus revealed a 1.5 cm umbilical hernia. Retroperitoneal adipose tissue was herniated through the enlarged umbilical ring. Laparoscopically she had a normal size uterus and upper abdomen, normal right tube and ovaries. Left tube surgically absent. No pelvic adhesions diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: full occlusion of both tubes. Diagnostic results: on (B)(6) 2010 , hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2009, diagnostic imaging with dye- it appeared procedure had been effective in 2009 on (B)(6) 2015, planned procedure: tvt sling (interpreted as tension free vaginal tape). It was reported that past surgical history: she had a vein stripping in her left lower extremity secondary to persistent swelling. Allergies: the patient has multiple allergies, but they include ees (interpreted as erythromycin ethylsuccinate). On 09jul2015., final pathologic diagnosis: uterus with cervix and right fallopian tube, total laparoscopic hysterectomy and right salpingectomy: cervix: benign squamous mucosa and endocervical glands, right fallopian tube: benign paratubal cyst. Patient had incompetence or weakening of pubocervical tissue. Gross description: uterus, cervix, right tube: right/left ovary: the bilateral ovaries are absent. Right/left fallopian tubes: the left fallopian tube is absent. The right fallopian tube is 3 cm long x 0.8 cm in diameter with a free-floating fimbriated end. There is a single, 1.5 cm, greatest dimension, peritubal cyst. Hysterosalpingogram: clinical history: status post left salpingectomy, status post hysteroscopic tubal ligation on (B)(6) 2009. The uterus appears unremarkable. The left fallopian tube is visualized for a distance of 21 mm, at which point there is a blind end consistent with prior tubal ligation. On the right,.the microinsert is within the right fallopian tube. The proximal end of the outer coil is 3 mm beyond the tubocornual junction. The proximal end of the inner coil is 9 mm beyond the tubocornual junction. No contrast is visualized within the proximal portion of the right fallopian tube up to the outer coil. Impression: status post left salpingectomy. Right-sided essure microinsert in satisfactory position,. The right fallopian tube appears occluded radiographically. Note that despite radiographic evidence for tubal occlusion, there is a failure rate of less than (B)(4). Most recent follow-up information incorporated above includes: on 23-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change.mr received- new reporter, insertion details were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of the device that had embedded in her uterus'), embedded device ('device had embedded in her uterus'), uterine perforation ('perforation (uterus)'), pelvic pain ('pelvic pain/ pain'), fallopian tube abscess ('abscesses of fallopian tube') and autoimmune thyroiditis ('hashimoto's thyroiditis') in a 36-year-old female patient who had essure (batch no. 654443-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, factor v leiden heterozygote, ectopic pregnancy termination, hyperemesis and kidney stones. She also has a significant history of asthma, however, does not really have any dyspnea on exertion. On (B)(6) 2010 , hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2009, diagnostic imaging with dye: it appeared procedure had been effective in 2009. On (B)(6) 2015, planned procedure: tvt sling (interpreted as tension free vaginal tape). It was reported that past surgical history: she had a vein stripping in her left lower extremity secondary to persistent swelling. Allergies: the patient has multiple allergies, but they include ees (interpreted as erythromycin ethylsuccinate). On (B)(6) 2015., final pathologic diagnosis: uterus with cervix and right fallopian tube, total laparoscopic hysterectomy and right salpingectomy: cervix: benign squamous mucosa and endocervical glands, right fallopian tube: benign paratubal cyst. Patient had incompetence or weakening of pubocervical tissue. Gross description: uterus, cervix, right tube: right/left ovary: the bilateral ovaries are absent. Right/left fallopian tubes: the left fallopian tube is absent. The right fallopian tube is 3 cm long x 0.8 cm in diameter with a free-floating fimbriated end. There is a single, 1.5 cm, greatest dimension, peritubal cyst hysterosalpingogram: clinical history: status post left salpingectomy, status post hysteroscopic tubal ligation on (B)(6) 2009. The uterus appears unremarkable. The left fallopian tube is visualized for a distance of 21 mm, at which point there is a blind end consistent with prior tubal ligation. On the right,.the microinsert is within the right fallopian tube. The proximal end of the outer coil is 3 mm beyond the tubocornual junction. The proximal end of the inner coil is 9 mm beyond the tubocornual junction. No contrast is visualized within the proximal portion of the right fallopian tube up to the outer coil. Impression: status post left salpingectomy. Right-sided essure microinsert in satisfactory position,. The right fallopian tube appears occluded radiographically. Note that despite radiographic evidence for tubal occlusion, there is a failure rate of less than 1%. Concurrent conditions included stress urinary incontinence (particularly with physical activity) since (B)(6) 2015, urine volume increased since (B)(6) 2015, presyncope (with physical exertion.) Since (B)(6) 2015, menses irregular since (B)(6) 2015, vitamin d deficiency since (B)(6) 2015, paratubal cyst since (B)(6) 2015, stress since (B)(6) 2015, incontinence since (B)(6) 2015, cystocele since (B)(6) 2015, anal sphincter repair since (B)(6) 2015, fatigue since (B)(6) 2014, hair loss since (B)(6) 2014, headache since (B)(6) 2014, multinodular goiter since (B)(6) 2014, pneumothorax since (B)(6) 2014, asthma and allergic reaction to antibiotics. Concomitant products included salbutamol (albuterol) for asthma, topiramate for migraine as well as budesonide;formoterol fumarate (symbicort) since 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder problem"). In (B)(6) 2009, the patient experienced dyspareunia ("pain with intercourse"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and infection ("infection nos"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube abscess (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and urinary tract disorder ("urinary tract problem"). The patient was treated with surgery (hysterectomy with salpingectomy (one side removal of fallopian tube) right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, uterine perforation, fallopian tube abscess, autoimmune thyroiditis and dysmenorrhoea outcome was unknown and the pelvic pain, heavy menstrual bleeding, back pain, vaginal haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, bladder disorder, urinary tract disorder and infection had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroiditis, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube abscess, heavy menstrual bleeding, infection, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: removal date mentioned as (B)(6) 2015. Start date was changed: (B)(6) 2009. Insertion details-the right ostia was approached, and the device was placed without difficulty. The left ostia was identified, but no essure was placed as she is status post left salpingectomy secondary to ectopic. Procedure: the right ostia was approached, and the device was placed without difficulty. The left ostia was identified, but no essure was placed as she is status post left salpingectomy secondary to ectopic removal date was changed (B)(6) 2015. Remove procedure: hybrid percutaneous sils total laparoscopic hysterectomy, right salpingectomy,laparoscopic uterosacral colpopexy, tvt exact, anterior colporrhaphy, umbilical hernia repair, cystoscopy. Findings: she had stage 2 uterovaginal prolapsev which was primarily anterior prolapse. Weak pubocervical fascia consistent with someone who has pelvic floor disorder, urinary incontinence. Entry in the umbilicus revealed a 1.5 cm umbilical hernia. Retroperitoneal adipose tissue was herniated through the enlarged umbilical ring. Laparoscopically she had a normal size uterus and upper abdomen, normal right tube and ovaries. Left tube surgically absent. No pelvic adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: results: full occlusion of both tubes. Lot number reported 654443 is not valid. Most recent follow-up information incorporated above includes: on (B)(6)2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.